Event description:
Materials#: 515052. Batch#: 2301308. It was reported by the customer that line disconnected at secondary piggy back port. Etoposide running. Bd phaseal optima injector product #515052 luered off at end of secondary line. Resulted in opening system, loss of drug dose etoposide, and exposure to hazardous drug. Lot #2301308 the same lot # this customer had issues with previously with the injector and connector popping apart. But this time, the injector at the luer to the IV tubing fell off resulting in a spill. Verbatim: line disconnected mid infusion at the patient end. Bd phaseal optima injector product #515052 luered off or fell off at patient end. No chemo actively running but dedicated normal saline. Resulted in blood return/loss due to system opening at the patient end. Lot #2301308 the same lot # this customer had issues with previously with the injector and connector popping apart. But this time, the injector at the luer to the IV tubing fell off resulting in blood return from patient as system opened.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a1205 - loose or intermittent connection. Patient problem code: f26 ¿ no health consequences or impact.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two optima injectors and two unknown IV sets were provided to our quality team for investigation. The products were visually inspected, no damage or other defect was observed in the luer that could lead to a disconnection. Functional testing was performed, passing liquid through the injector and IV set, in all cases the product functioned as intended, no leakage or disconnection of the devices occurred. A device history review was performed for lot: 2301308, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this incident were identified. Dimensional testing was performed on the returned injector luers along with the IV set, verifying the injector met all required specifications. It was noted, however, the luer of the IV set may not be compliant. Based on the sample evaluation and quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It appears the disconnection may be related to the mating device used with our injector. The manufacturing site for the IV set has been notified and additional evaluations for that component will be completed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Materials#: 515052, batch#: 2301308. It was reported by the customer that line disconnected at secondary piggy back port. Etoposide running. Bd phaseal optima injector product#: 515052 luered off at end of secondary line. Resulted in opening system, loss of drug dose etoposide, and exposure to hazardous drug. Lot#: 2301308 the same lot# this customer had issues with previously with the injector and connector popping apart. But this time, the injector at the luer to the IV tubing fell off resulting in a spill. Line disconnected mid infusion at the patient end. Bd phaseal optima injector product#: 515052 luered off or fell off at patient end. No chemo actively running but dedicated normal saline. Resulted in blood return/loss due to system opening at the patient end. Lot#: 2301308 the same lot# this customer had issues with previously with the injector and connector popping apart. But this time, the injector at the luer to the IV tubing fell off resulting in blood return from patient as system opened.